Manufacturer narrative:
(B)(4). The cause of the peritonitis is unknown (previously reported as due to an unspecified use error/breach in aseptic technique and ¿the minicap¿ [no further detail provided, no defect reported], later clarified to be due to an unknown cause). The patient was admitted to the hospital 18 days after peritonitis onset and discharged three days later. On an unknown date, the patient was recovered from the peritonitis event. The patient¿s peritoneal dialysis (pd) therapy was discontinued and the patient was switched to hemodialysis due to two unrelated indications. At the time of this report, the patient remained on hemodialysis and will restart pd therapy in a couple of months (date unreported). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. There was no further description of the breach in aseptic technique. The peritonitis was manifested by cloudy effluent, abdominal pain, nausea, and vomiting. On the day of onset, the patient was hospitalized. Beginning on the day of onset, the patient was treated with an unspecified intraperitoneal antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event, but on an unreported date, the patients¿ treatment was changed to cefepime every 12 hours intravenously (dosage not reported). Antibiotic therapy was reported to be ongoing until twenty-four days after the peritonitis diagnosis. Dianeal therapies were ongoing during the hospitalization with the patient using the facility provided homechoice device. The patient was recovering from the peritonitis event. After three days of hospitalization, the patient was discharged. Twelve days after the peritonitis diagnosis; the patient was readmitted to the hospital and hospitalization was ongoing. It was not reported if the patient and/or care giver was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).